Manufacturer narrative:
Investigation is still ongoing. This individual report provides data received from the thv/tvt registry.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure for a 29mm sapien 3 ultra valve, there was tortuosity present in right common iliac. After valve deployment there was some resistance pulling system back into the esheath. At this time, the system was thought to not be at the sheath tip, however, after pulling negative again on the balloon and visualizing it under fluoro, the system and nosecone appeared to be coaxial. The team elected to pull the system and sheath out as a unit and replace the esheath with a second esheath. Upon removal, damage was observed on the esheath and commander delivery system balloon. A second esheath was inserted with no resistance to maintain homeostasis at the access site and evaluate the valve and patient status. The patient immediately became hypotensive and CPR was initiated. A vascular surgery was consulted, and a coda balloon was used to occlude the aorta and covered stents were placed from the ostial common iliac to the proximal common femoral due to perforation and a dissection believed to have occurred during removal of the balloon and esheath. The patient somewhat stable at this point and an open procedure was performed to repair the groin. Post procedure, the patient was stable and neurologically intact. The patient also had surgery for abdominal compartment syndrome and is recovering with a possible need for dialysis in the near future.

Manufacturer narrative:
Correction to h6 due to additional information received. The returned devices were fully inspected, and the following was observed: the esheath was delaminated, the liner bunched, the inflation balloon was bunched to the nose cone, the crimp balloon was torn completely, the guidewire lumen was deformed, and gauges were on the flex tip. Due to condition of the returned device no applicable functional testing was able to be performed. During dimensional inspection of the returned device, the double wall thickness of the crimp balloon was taken. The measured components were within specifications. A device history record (DHR) review was done on work orders that relate to the manufacturing of the devices and components that could potentially contribute to the complaint. All frames met the specification and were accepted. Therefore, review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for difficulty or inability to withdraw the system through the esheath and balloon torn were able to be confirmed per evaluation of the returned device. However, a manufacturing nonconformances was not identified. A review of the DHR, lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU and training materials revealed no deficiencies. As per the complaint description, 'there was tortuosity present in right common iliac' and 'after valve deployment there was some resistance pulling the system back into the esheath. At this time, the system was thought to not be at the sheath tip, however, after pulling negative again on the balloon and visualizing it under fluoro, the system and nosecone appeared to be coaxial'. Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). Tortuosity in the access vessel can create non-coaxial withdrawal angles, resulting in the distal end of the delivery system catching onto the sheath tip. This is evidenced by the sheath liner bunching and inflation balloon bunching. Additionally, as mentioned a second pulling negative on the balloon was performed, as such it is possible that residual fluid was left in the balloon while withdrawing leading to an altered balloon profile. As a result, it is possible that excessive manipulation was used to overcome any residence as evidenced by the wrinkles and kinks (compressive damage) along the sheath shaft resulting in the balloon tearing. Available information suggests that procedural factors (excessive device manipulation due to withdrawal difficulty, altered balloon profile, non-coaxial withdrawal) and patient factors (vessel tortuosity) may have contributed to the events. However, a definitive root cause was unable to be determined. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a pra. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.